Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.12¿ from the base, and the broken piece was returned with the instrument. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. No material appeared to be missing. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A cracked/broken blade is typically attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the harmonic ace instrument blade broke off and fell inside the patient when the surgeon activated the instrument. The fragment was visually located and retrieved during the same procedure. The customer confirmed that the fragment was only one piece. The customer reported that the instrument did not make contact with any other instrument or hard material during the surgical procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. After the instrument blade broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.